Event description:
The facility indicated that the side rail on this bed failed to latch and there was a patient incident but no injury.

Manufacturer narrative:
The technician found the side rail would not latch without lifting the release handle and the latch mechanism was corroded. The account declined to have the bed repaired. The bed was quarantined.